Event description:
It was reported that during a spinal procedure on a patient, the tip of the t8 removal tool broke off in the set screw. According to the report, fragments from the tip of the instrument were not retrieved and remained in the head of the set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4) - product analysis report: visually confirmed approximately ~1.5mm of the instrument tip has been broken off. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, with the tip just below the fracture surfaces plastically deformed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.